Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6) health center. (B)(6) md. Radiology-CT abdomen and pelvis with contrast. Indication: right-sided abdominal pain. Findings include: tiny fat containing umbilical hernia. (B)(6) 20: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedures performed: exploratory laparotomy. Repair of incisional hernia (defect 14 x 11.5 cm) with the intraperitoneal gore-tex patch underlay technique disease (gore-tex patch size 15 x 11.5 cm). First assistant: (B)(6) md, resident surgery. Second assistant: dr. (B)(6) resident surgery. Anesthesia: general. Clinical indications: the patient is a 68-year-old female status post a laparoscopic guided ileocolonic resection for crohn¿s disease who developed a postop wound issues and has ended up with terribly unexpected incisional hernia. Air herniation centered around the umbilicus within the area where a vertical periumbilical incision. She has had three prior episodes of abdominal pain with nausea and vomiting, one of which was confirmed to be a mechanical obstruction. She was advised to undergo repair of the abdominal wall hernia in the full laparotomy, actually she developed recurrent obstruction. In this way, adhesions could be ruled out. The rationale, technical aspects, risks, and benefits of the procedure were discussed in detail with the patient and a free informed consent was obtained to proceed. Description of procedure: ¿the patient was taken to the operative room and placed in supine position after which general anesthesia was obtained. The abdomen was prepped widely with betadine draped in a sterile fashion. A vertical periumbilical incision was made and carried down to the level of the hernia sac, which was densely adherent to the underlying dermis. The hernia sac was quite formal on both sides and contained a fair amount of intestine. The incision was extended superiorly and inferiorly to get the healthy-appearing fascia. The hernia sac was excised and great care paid to dissect the adhesions between that and the omentum off the right side of the sac utilizing sharp and cautery dissection of the final defects with a substantial measuring 14 x 11.5 cm. The intra-abdominal contents were examined and there was evidence of generous gastrocolic omentum, which was closed with interrupted 2-0 maxon figure-of-eight sutures. The ligament of treitz was identified and the entire small bowel was inspected. There was no obvious gross additional adhesions or small bowel lesions. There was no evidence of recurrent crohn¿s disease and the ileocolonic anastomosis was widely patent. The hernia defect was addressed with a 15 x 11.5 cm intraperitoneal gore-tex patch technique securing the patch to the overlying fascia with interrupted #1 prolene vertical mattress sutures circumferentially. The free edges of the fascia were closed over the underlying gore-tex with a running horizontal #1 prolene suture with reinforcing figure-of-eight #0 vicryl sutures. Redundant skin and subcutaneous tissues including the umbilicus was resected now. There was extensive later mobilization to allow primary closure of the fascia over the underlying gore-tex. The skin and subcutaneous excision was performed to facilitate wound closure. The wound flaps were thoroughly irrigated and final hemostasis meticulously obtained with the bovie cautery. Two #10 jackson-pratt drains were placed in the wound bed and exited via inferolateral stab wounds and secured to exit sites from the wound with 2-0 prolene sutures. The subcutaneous tissue was closed in layers with 3-0 vicryl sutures on the skin with a running 4-0 biosyn subcuticular suture followed by the application of benzoin, steri-strips, and dry sterile dressing.¿ estimated blood loss: acceptable. Complications: none. Specimens: none. Disposition: the procedure was tolerated well. The patient was taken to the recovery room in stable condition. Please note, I was personally present and scrubbed for all key portions of procedure and immediately available for entire procedure. Product identification records for the alleged ¿gore-tex patch¿ were not provided. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Discharge summary. Status post repair of ventral hernia. History: colonic polyps, incisional hernia, crohn¿s disease, diaphragmatic hernia, diarrhea, diverticulosis, esophagitis, open appendectomy, resection of small bowel, lap assisted ileocecectomy, open cholecystectomy. Procedure: exploratory laparotomy, incisional hernia repair with goretex mesh underlay with dr.(B)(6). Hospital course: presents for elective incisional hernia repair, long standing history of crohn¿s disease who underwent laparoscopic assisted ileocecectomy in (B)(6) 2014 with a postoperative course complicated by surgical site infection treated with wound packing and oral antibiotics, hospitalization for adhesions/obstruction which resolved. Thereafter a ¿lump¿ at incision which she figured was a hernia. Has been enlarging, with pain/discomfort with coughing and exertion. Recently seen gi clinic, it has increased in size over past 3 months and is uncomfortable, no associated obstructive symptoms. On (B)(6) 2015 went for ventral hernia repair, tolerated procedure, hernia much bigger than anticipated, sent to surgical ICU for close monitoring postop. Did well and transferred to surgical nursing ward on (B)(6) 2015. Foley removed and ng tube clamped, removed on (B)(6) 2015. Diet was advanced, activity and pulmonary toileting continued to be encouraged. Cefazolin initiated for erythema around surgical wound, will complete course of 7 days. (B)(6) 2015 patient deemed stable for discharge, sent home with 2 x jp drains, instructed to follow up with dr.(B)(6) in 2 weeks. (B)(6) year null: [missing records: radiographic evaluation, showing abdominal wall abscess and perigraft fluid was not provided, radiographic drainage of abscess was not provided.] (B)(6) 2016: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: chronic mesh infection of gore-tex mesh with the abdominal wall. Postoperative diagnosis: chronic mesh infection of gore-tex mesh with the abdominal wall. Procedure performed: excision of abdominal wall infected mesh. First assistant: (B)(6) md. Intraoperative consultant: (B)(6) md, division of plastic and reconstructive surgery. Anesthesia: general. Clinical indications: this patient is a 69-year-old female several months status post a gore-tex mesh intra-abdominal repair of an incisional hernia, who developed a nonhealing persistent wound sinus and ultimately developed fever. Radiographic evaluation was consistent with abdominal wall abscess and perigraft fluid. This was drained radiographically. Mesh excision was therefore advised. The rationale, technical aspects, risks, and benefits of the procedure were discussed in detail with the patient from a free informed consent was obtained to proceed. Description of procedure: ¿the patient was taken to the operative room, placed in supine position after which general anesthesia was obtained. __ [sic] catheter was removed. The central portion of the midline incision was opened down to the anterior fibrotic capsule, which was incised. Purulent material was seen __ [sic] the gore-tex patch. The gore-tex patch was identified. There were also two lateral abscesses in the right and left of the midline, which were drained in the course of this procedure. These were situated primarily in the subcutaneous tissue. The mesh was secured and there is an intact posterior capsule also __ [sic] purulent material. The purulent material was cultured for bacterial organisms. Prolene sutures securing the gore-tex patch into place were individually cut and were retracted to allow complete removal of prolene sutures as well as the gore-tex mesh in its entirety, which was submitted for pathologic specimen. The wound cavity was completely and thoroughly irrigated. Intraoperative consultation with dr. Low led to a discussion regarding the possibility of any form of definitive repair at this time. This was resected to the amount of fibrosis and inflammation. The final hemostasis was obtained and the wound bed with the bovie cautery. There was one arterial bleeder to the left side of the inflammatory fascial area, which was controlled with a maxon figure-of-eight sutures. The anterior psuedocapsule was closed superiorly and inferiorly with two interrupted figure-of-eight #0 maxon sutures. The center portion of this remained opened up. The skin was closed reapproximated to the inferior and superior aspect; the incision with clips, but again the central portion of skin and subcutaneous tissues were remained opened up. This area of the wound was packed with saline-soaked gauze followed by the application of dry sterile dressing.¿ estimated blood loss: minimal. Complications: none. Specimens: include, a gore-tex patch. Culture of the perigraft purulent material. Disposition: the procedure was tolerated well. The patient was taken to the recovery room in stable condition. Please note, I was personally present and scrubbed for __ [sic] the entire procedure. (B)(6) 2016: (B)(6) hospital. (B)(6) md, phd. Pathology. Accession no.: (B)(4). Clinical information: 69-year-old female with crohn¿s disease and incisional hernia. Operation: removal of infected mesh. Specific questions to be answered: not specified. Specimen: infected mesh. Final diagnosis: mesh, infected, excision: gross examination only, consistent with surgical mesh. Gross description: the case is received in one container, labeled with the patient¿s name and medical record number. Specimen 1 is designated ¿infected mesh¿ and consists of an irregular fragment of pink-tan to white, synthetic material, grossly consistent with surgical mesh, measuring 13.5 x 9.5 x 0.1 cm. The mesh contains multiple embedded blue surgical sutures. No adherent soft tissue is grossly identified. A photograph is taken for gross examination only. Summary of sections: 0, 0, gross only. Dictated by: (B)(6) , pa (ascp) swr. (B)(6) 2016: (B)(6) hospital. Microbiology. Routine cultures. Source: wound. Body site: abdomen. Gram stain report: no bacteria seen. Few polymorphonuclear leukocytes. Final report: no growth. (B)(6) 2016: (B)(6) hospital of the university of pennsylania. Microbiology. Routine cultures. Source: abscess. Body site: abdomen. Free text source: wall mess [sic]. Gram stain report: no bacteria seen. Few polymorphonuclear leukocytes. Final report: rare staphylococcus aureus. (B)(6) 2016: (B)(6) hospital . Microbiology. Source: wound. Body site: abdomen: anaerobic cultures. Preliminary and final report: no anaerobic organisms isolated. Acid fast bacilli culture. No acid-fast bacilli seen by fluorochrome stain. Final report: no mycobacteria isolated in six weeks. Source: abscess. Body site: abdomen, wall mess [sic]. Anaerobic cultures. Preliminary and final report: no anaerobic organisms isolated. Acid fast bacilli culture. No acid-fast bacilli seen by fluorochrome stain. Final report: no mycobacteria isolated in six weeks. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure performed: repair of incisional hernia (defect size 17 x 17 cm) with a partial underlay preperitoneal mesh technique (mesh size 21 x 15 cm marlex) and panniculectomy (intraoperative consultant, dr. (B)(6) , division of plastic and reconstructive surgery). First assistant: avery miller, md. Second assistant: dr. (B)(6) , resident surgery. Anesthesia: general. Clinical indications: ¿this patient is a 69-year-old female, status post excision of infected gore-tex mesh, who non-surprisingly and unexpectedly developed a very large incisional hernia. She wishes to undergo a combined partial underlay preperitoneal hernia mesh repair in conjunction with a panniculectomy with the assistance of dr. (B)(6) . The rationale, technical aspects, risks and benefits of both procedures were discussed in detail with the patient. An informed consent was obtained to proceed. The patient was taken to the operative room and placed in supine position, after which general anesthesia was obtained. The abdomen was prepped widely with antiseptic solution, draped in a standard sterile fashion. Flap mobilization was performed under the direction of dr. (B)(6), will be dictated under separate cover. Upon my entrance into the operating room, there was a large centrally situated intact hernia sac. The wound was thoroughly irrigated with antibiotic solution and perineal sac was dry. A partial underlay technique was applied to repair the 17 x 17 cm fascial defect, utilizing the 25 x 15 cm portion of marlex mesh. The mesh was placed beneath the free edges of the fascia and secured in place with interrupted #1 prolene mattress sutures in a partial underlay technique circumferentially. A second layer was then performed utilizing a #1 prolene horizontal mattress suture running circumferentially to obtain further coverage of the underlying mesh and further secure the closure. The wound was irrigated and final hemostasis was considered satisfactory. Wound flap closure was performed under direction of the plastic surgical service.¿ estimated blood loss: estimated blood loss for my portion of the procedure was minimal. Complications: none. Specimens: none. Disposition: the procedure was tolerated well and underwent wound closure under the direction of plastic surgical service. Please note, I was personally present and scrubbed for the entirety of my portion of procedure. (B)(6) 2016: [facility, ni]. Implant record. Mesh flat sheet 10 in x 14 in, manufacturer: cr bard. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: complicated open wound of the abdomen and scar. Postoperative diagnosis: complicated open wound of the abdomen and scar condition of the abdomen. Procedure: panniculectomy. Assistant: (B)(6). Anesthesia: general endotracheal. Estimated blood loss: about 100 ml for this part of the procedure. Drains: the patient had 4 jackson-pratt drains. Specimens: no specimens. Indication for procedure: the patient is a 69-year-old- female with a history of an open abdominal wound and a large ventral hernia. She was a candidate for a ventral hernia repair by dr. (B)(6) with simultaneous panniculectomy to remove a complex midline vertical scar as well as a chronic open granulating wound in the lower portion of her midline abdomen. It was felt that a fleur-de-lis pattern would serve her best in removing her vertical midline scars as well as her lower abdominal wound. This would also remove as much of the pannus as possible and permit excellent exposure of her large ventral hernia for her hernia repair. Procedure in detail: ¿she was marked in the supine position with a fleur-de-lis pattern that included a 6 o¿clock triangle to take tension off the triangulation point of her vertical and her transverse suprapubic incision. She declined epidural anesthesia and therefore was given general anesthesia. Compression stockings were applied prior to the induction of general anesthesia. She received subcutaneous heparin. A foley catheter was inserted into the bladder. The plastic surgery team began the case by making the incisions to the skin and subcutaneous tissue layers. In the area of the open granulating wound, sharp scalpel dissection was used to remove the fibrinous material and overlying granulation tissue. There was no evidence for any bowel injury as this was shaved off the central portion of her hernia sac. The wound was irrigated and then she underwent hernia repair with permanent mesh by dr. (B)(6) . Following this, the plastic surgery team re-entered the case. Four jackson-pratt drains were placed separate through stab incisions and secured with prolene sutures. The skin was then closed in multiple layers using interrupted vicryl sutures in scarpa¿s fascia and the deep dermis followed by a running subcuticular biosyn suture reinforced with steri-strips. Dry dressings were applied. She tolerated the procedure well, was transferred to the postanesthesia care unit in satisfactory condition. I was present for the entire procedure.¿. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Radiology ¿ MRI pelvis with/without contrast. Indication: crohn¿s disease, history of colon resection (B)(6) 2014. Assess disease extent. Findings include: postsurgical changes anterior abdominal wall. Ventral hernia present previously is no longer identified. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material".

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2015 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh infection and vac placement, mesh removal. Additional event specific information was not provided.